Event description:
The pt was being transferred from wheelchair to bed with the hoyer mechanical lift. One nursing assistant was at the back of the lift to manuever it, the second nursing assistant was in front of the lift facing the pt supporting and guiding pt's legs into position over the bed. The pt suddenly leaned forward and fell forward out of the lift and landed on the floor on right hip area. Pt was transferred by ambulance to the hospital. X-rays showed fracture of ankles, kneecap and right hip. Pt expired at the hospital. Cause of death listed as pnuemonia. Environment conditions in the pt's room did not contribute to the incident. Nursing assistants were using proper procedure at the time of incident.

Event description:
Add'l info sent rec'd from rptr on 02/15/2003: the pt was being transferred from wheelchair to bed with the hoyer mechanical lift. One nursing assistant was at the back of the lift to maneuver it, the second nursing assistant was in front of the lift facing the pt supporting and guiding their legs into position over the bed. The pt suddenly leaned forward and fell forward out of the lift and landed on the floor on right hip area. Pt was transferred by ambulance to the hospital. X-rays showed fractures of ankles, kneecap and right hip. Pt expired at the hospital six days later. Cause of death listed as pneumonia. Environmental conditions in the pt's room did not contribute to the incident. Nursing assistants were using proper procedures at the time of incident.